Event description:
Related manufacturer reference number: 3006705815-2022-14690. It was reported one of the patients leads is fractured. No intervention is planned as the patients therapy is not affected. Note: it is unknown which lead is fractured so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.